Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) found a dirty dilution cup and an upside down thumb screw on the sipper probe. The fse cleaned the cup and performed ise checks and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient plasma sample on a cobas pro ise analytical unit. The initial na result was 158 mmol/l. The customer questioned the result which prompted them to repeat the sample. The repeat result from a different pro ise analyzer was 139 mmol/l. No questionable results were reported outside of the laboratory. The repeat result was deemed correct.